Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6a: implant date - estimated as (B)(6) 2024 as implant was reported to have occurred in (B)(6) 2024.

Event description:
It was reported that cerebral vascular accident (cva) and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx pro closure device was implanted. Six (6) months later, the patient had a cva. A transesophageal echocardiogram (tee) was performed, and was "ok", and neurology was consulted, and it was decided to keep the patient on eliquis for three (3) months and then aspirin only afterward. Approximately thirteen (13) months post index procedure, the patient had a tee which revealed a device related thrombus (drt). The patient will be placed back on a blood thinner in response to the drt.